Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was able to confirm the reported event of tip breakage. Visual inspection showed the bending section was torn anda minute portion of the bending section was missing. The bending section was dented and caused the bending section cover to stretch and tear apart. This type of bending section damage is most likely related to the operator's technique. The instructions for use warn users: " avoid forcible or excessive angulation, as this imposes load on the wire controlling the bending section and may cause stretching or tearing of the wire and trouble in the action of the bending section."

Event description:
Olympus was informed that at the conclusion of a tumor debulking bronchoscopy procedure, the physician withdrew the device and the tip broke off within the sterile field. No fragment fell inside the patient. There was no patient injury reported. Furthermore, it was stated that the patient's nasal cavity was pre-treated and was lubricated prior to the procedure. It is unknown what type and size of the endotracheal tube was used during the procedure. No additional information was provided.